Manufacturer narrative:
The device history record (DHR) review for the possible lot number was conducted. The lot was manufactured as per the defined device master record. Because a sample was not available for investigation, further investigation could not be conducted. The investigation will be reopened if a sample is received. An actual root cause for the reported condition cannot be specifically identified. No corrective and preventative action (CAPA) escalation is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they've had an ob physician complain that the balloon ruptured.